Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision,asr xl - left,reason(s) for revision: pain, noise and alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision to take place on (B)(6) 2011, asr hip resurfacing - right hip, reason(s) for revision: alval / soft tissue reaction, pain, component malalignment. Update: additional hospital, surgeon, reasons for revision and corrected implant date as per complaints report received 18 nov 2011, verified by form 57 previously attached . Update- updated original surgery date taken from claimsuite dated 17th jan 2013. Update - marked claim as legal. Taken from (B)(6) email dated 25th april 2014.